Event description:
It was reported that peg drill was broken by the surgeon during drilling in the procedure. The broken tip was not remained in the patient. The surgeon used a 3.2 mm pin instead of it and the procedure was completed. There was no delay and no adverse consequences for the patient.

Manufacturer narrative:
Add¿l info has been requested and if received will be provided in a supplemental report.